Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The device failed pressure transducer test, o2 cell/sensor test and flow transducer test during pre-use check. The air gas module was pointed out as defective and was replaced. The air gas module regulates the inspiratory gas flow and gas mixture. The issues have been resolved and the device was delivered to the user in working condition. Review of the provided (not complete) device's logs confirms occurrence of the reported issues, however only prior to reported date of event. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.